Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer has had po2s of greater than 400 and 500 with the spo2 reading 97% and 98% respectively in the nicu. Also, a po2 of 202 with an spo2 of 97% in the ICU. The customer claims that the spo2 readings were inaccurate on all three patients. The customer was expecting to see an spo2 reading of 100% on all three patients. The customer also has concerns with not being able to read on hypotensive or cold patients. No known impact or consequence to patient.